Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at the third-party service center, the device failed a test step for negative flow. The device's machine flow has dust therefore machine flow was cleaned to resolve the issue. Also, calibration performed on the blower. Unit was cleaned and repaired; the following pieces was replaced: particulate filter. The device requires preventative maintenance of 4 years\n\note the valves and batteries were validated in the service tool - pm aessments program and it is not recommended to change these parts because they are in good condition.